Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to the broken pin in the therapy connector socket.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that one hard paddle connector pin was broken in therapy device connector. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that one hard paddle connector pin was broken in therapy device connector. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.